Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized four months prior with unknown blood glucose levels at the time of the incident. The customer was at 131 mg/dl at the time of the call. The customer has not worn the pump since the hospitalization. The customer was most likely wearing the insulin pump during the hospitalization incident. Troubleshooting was not completed as the customer declined. The customer reported hard to press pump buttons. The insulin pump will be returned for analysis.